Event description:
Physician reported that pt presented with suture extrusion/abscess following general surgical procedure which ultimately became infected as a result of the clinical process. The event occurred approximately one year following initial surgery. Pt was returned to or for repair of the incision. As a result of the weakened tissue at the incision, the pt subsequently developed an incisional hernia. Pt was again returned to the or for incisional hernia repair. Physician stated that the pt has fully recovered.